Manufacturer narrative:
Reason for reoperation: deflation, exchange from textured to smooth due to product concern.

Event description:
Healthcare professional reported right deflation and exchange from textured to smooth due to product concern. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional later reported that deflation is for the contralateral side.

Event description:
Healthcare professional reported "a right deflation and a bilateral exchange from textured to smooth due to product concern". Healthcare professional later reported "exchange from textured to smooth due to product concern and pain on an unknown side". Healthcare professional later reported "deflation". Device was explanted.

Event description:
Healthcare professional reported "a right deflation and a bilateral exchange from textured to smooth due to product concern". Healthcare professional later reported "exchange from textured to smooth due to product concern and pain on an unknown side". Healthcare professional later reported "deflation". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ deflation: observed one opening assessed as surgical damage. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.